Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) infusor two day device had ruptured during patient use. According to the report, the patient was receiving 98.5ml of 5-fluorouracil (50mg/ml). The rupture occurred 7 hours into the 48 hour expected infusion therapy session; the patient only received 14ml instead of the expected 98ml of the medicine. There was no patient injury or medical intervention, however, this incident has inconvenienced the customer and patient. No additional information is available.